Event description:
The diabetes clinical manager reported via phone call that the insulin pump had several alarms in the alarm history, including signal too low, unexpected restart, watchdog timeout and no delivery. The caller did not know the blood glucose reading. Upon troubleshooting, the insulin pump passed the self test and a normal bolus was recorded in the bolus history. The customer reported that the no delivery alarm was resolved by a complete set change and declined to return the infusion set and reservoir for analysis. The customer verified that the unexpected restart alarm had been fixed. The customer was advised to monitor the insulin pump and to call if the issues recurred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.